Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the blood glucose reading does not transfer over to the insulin pump. Customer's blood glucose reading was 426 mg/dl. Troubleshooting was performed for the issues but no issues were found.